Event description:
When the doctor wanted to extract the pancreatic stent with a polypectomy snare, the stent has broken at the distal extremity near pigtail (2cm). No resistance - the stent was implanted 1 week before. Asp before surgical intervention - no problem. The piece of the stent is in the caudal pancreatic canal. Info received confirmed the physician attempted to remove the piece of the broke stent during the same first procedure with no success. The pt is under medical surveillance. The physician is not concerned. There has been no reported adverse effects upon the pt due to this occurrence. No info received to date concerning add'l procedures to remove the piece of the stent remaining in the pt.

Manufacturer narrative:
There were no depo-7-13 (geenen stent) devices of lot # c668007 remaining in stock at the time of the complaint investigation. Initial info provided indicated the device involved in this complaint is available for return. However, to date, no device has been returned for eval. Therefore, a document based investigation was carried out. The customer provided the following info in relation to this incident. "When the doctor wanted to extract the pancreatic stent with a polypectomy snare, the stent has broken at the distal extremity near pigtail (2cm). No resistance - the stent was implanted 1 week before. Asp before surgical intervention - no problem. The piece of the stent is in the caudal pancreatic canal." Add'l info was provided by the rep involved in this complaint. "The surgeon put the stent into the pt one week before the incident date. He did xray to check if stent was ok. He didn't see any problem. Then he tried to take out the stent and the end of the stent broke and remained into the pt. The surgeon tried to take it out but without success, since then the pt is under observation. Apparently, the surgeon is not really worried, he still continues to monitor him". The info provided indicates the stent broke on removal. The stent was not broken prior to removal. From the info provided, a possible cause of this complaint could be due to excessive force on removing the stent with the polypectomy snare. However, as the device involved was not returned for eval we cannot conclusively determine a root cause of this complaint and the customer's complaint remains unconfirmed. It is reported that a piece of the stent remains inside the pt (caudal pancreatic canal). Info received confirmed the physician attempted to remove the broken stent during the same procedure with no success. The pt is currently under observation. Info received confirms there have been no adverse effects upon the pt due to this occurrence. To date there has been no info received concerning add'l procedures to remove the piece of stent that remains in the pt. Prior to distribution, geenen stents are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the geenen stent involved in this complaint did not reveal any discrepancies related to the complaint issue. The device is used to drain obstructed pancreatic ducts. According to the instructions for use, IFU 18922/0410, the user is advised as follows: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU for the geenen stent states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended." It may be noted that the stent involved in this complaint was in place for approx 1 week prior to the removal. No corrective action is warranted at this time. Info received indicates the pt did not suffer any adverse effects due to this incident. The 2 year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence. Customer qa will continue to monitor complaints of this nature for potential emerging trends.